Event description:
See MFR # 3004209178-2010-10021. The pt was charging more than expected in the past 2 weeks. She has been charging twice as much than the last implant. Charging time went from 1.5 hrs with the prior implant to 4 hrs with the current implant. Two rechargers have been tried. She rechargers both neurostimulators (ins) at the same time. An over stimulation sensation was experienced during an impedance measurement, which has not occurred before during a group measurement. She has one program and electrodes 0-7 are okay. The only intact electrode out of 8-15 was 11. The impedance measurements were greater than 10,000 ohms. The stimulation used to be comfortable but it became uncomfortable. She felt a weird sensation. The leads appeared to not be touching each other. Add'l info has been requested.

Manufacturer narrative:
(B)(4).